Manufacturer narrative:
The biomedical engineer reported that his central nurse's station (cns) device restarted on its own and device never started back up properly. The device was then hard restarted and software came back and device began to function normally. The biomedical engineer reported that he checked on the cns a few days later and everything has been working properly.

Event description:
The biomedical engineer reported that his central nurse's station (cns) device restarted on its own and device never started back up properly.